Event description:
It was reported that a smiths medical pump was alarming no disposable clamp tubing. Alarm silenced and pump settings verified along with medication label (total vol 79ml, rate 41ml/24hr) pump due to finish later today. Pump turned off and back on; pump alarmed no disposable pump won't run. Pump turned back off, line clamped, cassette removed and tubing massaged. Air bubble noted in line. Cassette reattached, line unclamped and pump turned back on. Alarm continued. Patient not affected. No further information available.